Event description:
A malfunction was reported, displaying malfunction code 0, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump.